Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported complaint of a biohazard leakage from the sit not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 23mar2020 to 23mar2021. Complaint trend: there are 8 complaints related to a biohazard leakage from the sit not contained within the instrument. Date range from 23mar2020 to 23mar2021. Manufacturing device history record (DHR) review: DHR part # 663029 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn v8 line. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely.blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. This issue was discovered during a service call, and the tsr (technical service representative) on call confirmed the issue and advised the customer to remove, adjust, and reattach the v8 pinch tubing. No parts were requested for evaluation as there were no parts replaced. After the repair the customer reported that the instrument was functioning as intended with no further leaks. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4). Install date: 23sep2020. Defective part number: n/a. Work order notes: subject / reported: 663029 - facslyric - dripping sit problem description: sit drips in between tubes. Work performed: streched and placed back v8 silicon tubing cause: v8 silicon tubing pinched solution: n/a returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # (B)(4), rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Tfs ID: 89169 ID: libivd-ra-61 2.1.6 reg¿status: ivd; ruo hazard: exposure to biological sample cause: back drip from injection port (sit) harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg¿link (tfs ID): 93132 libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none tfs ID: 89227 ID: libivd-ra-247 3.1.25 reg¿status: ivd; ruo hazard: instrument temporarily inoperable. Source: sit fmea cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksiltube so that it does not wear and kink at the connection points. Reliability test to provide estimate life ofpeeksil¿tube and recommended replacement schedule. Reliability sit protocol reg¿link (tfs ID): n/a implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f probability: 2 severity: 2 risk index: 4 residual risk evaluation: a new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 line. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 line. During a service call, the technical service representative was able to identify the cause of the leak, and advised the customer to remove, adjust, and reattach the v8 pinch valve tubing. After the repair, the customer reported that the instrument was functioning as expected. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter: sit drips in between tubes. Was the leakage liquid or air? Liquid was the leakage contained within the device? Not contained was there a spray of liquid under pressure? No what fluid was leaking? Biohazard did biohazard leak before or after waste line? After waste line was the leak mixed with bleach/decontaminate? No¿

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter: sit drips in between tubes. Was the leakage liquid or air? Liquid. Was the leakage contained within the device? Not contained. Was there a spray of liquid under pressure? No. What fluid was leaking? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the leak mixed with bleach/decontaminate? No.¿